Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that her husband was hospitalized due to high blood glucose. The customer's spouse blood glucose was over 400 mg/dl at the time of the incident. The customer's blood glucose was 480 mg/dl at the time of call. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. The customer's spouse stated that they treated her husband's high blood glucose with manual injections. The customer's spouse also reported that her husband experienced nausea, vomiting and abdominal pain. The time of the hospitalization was 9:30am and the date of the hospitalization was (B)(6)2015. The customer's spouse stated that her husband was wearing the insulin pump during the hospitalization. The customer's spouse found a bent cannula during troubleshooting. The customer's spouse declined to continue troubleshooting. The customer's spouse was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.